Manufacturer narrative:
Physician stated the event was not related to the graft itself, but was related to the patient's condition. The instructions for use for gore® acuseal vascular graft state that complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: perigraft hematomas.

Manufacturer narrative:
No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remained implanted; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2014, a patient was implanted with a gore® acuseal vascular graft in the left superficial femoral artery to the femoral vein for arteriovenous access. The graft was cannulated on (B)(6) 2014. It was reported to gore that on (B)(6) 2014, the patient presented with an infected hematoma and was surgically drained. This is part of a data collection study from dr. (B)(6) using the gore® acuseal vascular graft for arteriovenous access.